Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) seemed to turn on and off on its own. There were no falls/trauma reported that could be related to this issue. The patient had an appointment with their health care professional (hcp) to have the device checked to make sure it was working correctly. It had been this way since implant. The patient was asked if she used the 2nd blue button on the left of the patient programmer, which was the device off button. She did sometimes. It was reviewed that this button turns stimulation off, not the patient programmer off. She presses that button when she was not making contact with the ins. She never saw a power-on-reset (por). It was unconfirmed whether or not the patient was actually turning the device on/off. This issue happened intermittently. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No o utcome, cause, circumstances that led to the event, or steps taken to resolve the issue were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.